Manufacturer narrative:
PMA/510(k)#: k945952, k901449. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had additive abnormality. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes have additive abnormality issue. Affect qty: 100ea.

Event description:
It was reported that bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes had additive abnormality. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found many tubes have additive abnormality issue. Affect qty: 100ea.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and additive abnormality was not observed. The tubes do have powder in them as per specification. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.